Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference reports 3003853072-2019-00075 thru 3003853072-2019-00078.

Event description:
It was reported that the tulip heads of four pedicle screws splayed open during blocker final tightening, so the blockers would not tighten correctly and the screws were slipping on the rod during distraction and compression. After several attempts, the surgeon was able to fully tighten the blockers. There was a surgical delay greater than 30 minutes; however, there were no reported patient impacts associated with this event. This is report two of four for this event.

Manufacturer narrative:
The screw was not returned for evaluation. A DHR review could not be performed as the lot number was not provided. The event is non-verifiable and a cause cannot be determined.

Event description:
It was reported that the tulip heads of four pedicle screws splayed open during blocker final tightening, so the blockers would not tighten correctly and the screws were slipping on the rod during distraction and compression. After several attempts, the surgeon was able to fully tighten the blockers. There was a surgical delay greater than 30 minutes; however, there were no reported patient impacts associated with this event. This is report two of four for this event.